Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on apr 03, 2020 with lot number 3215396. Visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture of a saline device. The device remains implanted.

Event description:
The device has been explanted.